Manufacturer narrative:
(B)(6).

Event description:
Information was received from a representative regarding a patient in (B)(6) who was receiving baclofen 2000 ug/ml at a dose of 274.8 ug/day via an implantable pump. A pump problem was reported as the elective replacement indicator (eri) was suspected as premature. On (B)(6) 2016 the estimated eri was 21 months. The pump was examined on (B)(6) 2016 noting eri had occurred on (B)(6) 2016. The pump was still working and the patient was fine and waiting for a new pump. The operation was planned in two weeks from now and the pump was expected to be returned once explanted.

Manufacturer narrative:
Analysis identified that the pump suffered a low battery reset during testing, although the battery voltage reading was within spec. It was determined that the eri that occurred in the field and the low battery reset during analysis was most likely due to a high resistance anomaly, although the exact cause was not able to be determined. Eval code-conclusion updated from 92 to 11. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Eval code-conclusion updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-08-17 the representative further reported the implant date, patient information including age, gender, and the relevant history of sci spastic "tetrapares". There was no harm or injury to the patient and the patient's current status was "status quo, same as before the incident."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.